Manufacturer narrative:
Corrected: d9: although the results of the device investigations were included in the previous report submitted, the section d9 was mistakenly left blank. This field has been now corrected. A review of the steady flow test performed at the time of manufacture and release of the perceval valve model pvs23 and sn# (B)(6) was performed. The review demonstrates the acceptable opened and closed leaflet performance of the perceval pvs23 sn# (B)(6). No anomalies are observed during the open/close cycle. The valve therefore meets the acceptance criteria of the steady flow test inspection defined in the principal device function test at the time of release. Based on the investigations performed, the reported event cannot be explained by any intrinsic factor in the device. No anomaly was detected in the leaflets' height nor on the leaflets' mobility of the returned device. Furthermore, no material deficits were identified during the production records review of the device, that confirmed an acceptable open and closed leaflet performance at the time of release. Based on the manufacturer's experience with similar events, when no manufacturing deficiencies are identified in the involved device, possible causes may be traced to a device mis-sizing or a not correct positioning of the device for this type of events. Since in this case a perceval valve of the same size was ultimately implanted, a device mis-sizing can be reasonably excluded as possible cause of the event. However, a device mispositioning cannot be definitively confirmed based on the limited information available on the event. As such, the root cause of the reported event cannot be definitively stated. Should any further information be received in the future, a follow up report will be provided.

Event description:
On (B)(6) 2021, a perceval valve pvs23 was attempted to be implanted. Once the perceval valve was deployed an issue with one of the leaflets being stuck closed was observed. The device was explanted and a new perceval valve of the same size was implanted .this resulted in the procedure being prolonger by around 10 minuets. The patient outcome was good.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at corcym canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The valve is dirty with blood but in general in fair condition according to the procedure 850-08ip200 . - the height of each leaflet was verified by the specific instrument (for example vqd51-q1863), and led to compliance. On the 2nd and 3rd leaflets near the 2nd cusp the free margin has an anomalous dark mark for leaflet. Based on the analysis performed, and the comparison with the original records, the reported event of one of the leaflets being stuck closed cannot be explained by any intrinsic factor in the device. Furthermore, no anomaly was detected in the leaflet's height of the returned device. Based on the additional information provided and the investigation the root cause can not be established. Should further information be obtained a follow up report will be provided.